Event description:
Caller reports patient tested 4.4 inr on the coaguchek xs system and 3.3 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement sent.

Event description:
Customer reported receiving erratic readings on their adc meter. Customer reported receiving readings of 501 mg/dl and 143 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer further reported that due to erratic readings, he didn't know how much insulin to take, which resulted in symptoms of hyperglycemia. No third-party medical intervention was reported. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A reading greater than 500 mg/dl would display a "hi" message.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Both readings the customer reported were found in meter memory, however they were obtained outside the ten minute timeframe and on different dates. This is a final report.